Event description:
Customer reported system will not work in subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and enabled the subtraction function. System operates as intended.